Event description:
It was reported that "doctor couldn't insert the wire during a-line procedure, as it looked kinked. Procedure was finished by replacing the wire of other new products".

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial guide wire and catheter for analysis. No definite signs-of-use were observed. Visual analysis revealed that the guide wire contained three major kinks across the body. No other defects or anomalies were observed on the guide wire nor catheter. The kinks in the guide wire measured 105mm, 148mm, and 243mm from the distal end. The guide wire total length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured .519mm, which is within the specification limits of .508mm-.533mm per the guide wire graphic. The guide wire was inserted through the returned catheter. Minor resistance was observed at the kinks; however, the guide wire was able to pass completely through the assembly. Performed per IFU, "thread tip of indwelling catheter over spring-wire guide". A manual tug test confirmed that the distal and proximal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide". The report that the guide wire was kinked was confirmed through complaint investigation. Visual analysis revealed three kinks on the guide wire. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as it is unknown if the damage was caused before or after the customer tried to insert. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "doctor couldn't insert the wire during a-line procedure, as it looked kinked. Procedure was finished by replacing the wire of other new products".